Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed n234 (distal air bolus). This is not reportable malfunction. However, during verification testing at the service center, the device was found to have an unseated closer regulator.